Manufacturer narrative:
Neither sample nor pictures are available for investigation. The reported failure couldn't be verified. During the manufacturing of spur ii, there are two processes that can detect missing face mask. Firstly, in accordance with packaging procedures, one operator needs to attach face mask to the swirl connector. After sealing pouch, another operator needs to put the product into box with the face mask towards the side of box. If a face mask is missing during assembly, the next operator can easily detect it. Secondly, every spur ii kit undergoes 100% weighting, if face mask is missing, the weight of this kit will exceed the set tolerance, triggering a red light alarm and a buzzer alarm. And then the kit needs to be re-inspected before packing into carton. After packaging, the fqcs conduct sample inspection for each lot. We have reviewed all relevant production records and qc inspection records. No abnormality was found. We suspect the face mask was removed by someone else before use or dropped inside the box. We attempted to collect more detailed information, but no additional information can be obtained. The causes of this failure might be that the face mask was omitted during packaging or was taken away by someone else before use. But due to limited information the root cause is unknown. This failure has been defined in product risk file. In the IFU, it also states to inspect the accessories prior to use. It is easily detected before use. In this complaint, a new face mask was obtained, and the patient experienced a brief episode of hypoxia, but eventually the patient outcome was not affected. The operators and qcs were trained for this issue in july, no additional training needs to be conducted at this time.

Event description:
Approx 0830 pt noted on central monitor to be desaturating w spo2 <80%. Dayshift charge rn responded to bedside and identified that the patient needed rescue breaths and attempted to set up the bvm. The bvm kit in the room had the bag and oxygen tubing, but no mask. Rn called out for assistance and equipment. Additional rns responded w/ bvm kit from code cart as pt continued to desaturate into low 30s and become cyanotic. Patient recovered into 90s with 30-60 seconds of bagging. Patient was not affected, recovered saturation into the 90's.